Event description:
The customer tested her blood glucose and received a reading of 217 using her contour meter. She retested using another meter and received a reading of 114 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. Control solution was sent to the customer for further troubleshooting, so no product will be returned.